Event description:
It was reported that on (B)(6) 2007 the patient presented with back pain and numbness in both extremities, right > than left. The patient had had some episodes of stress incontinence and non-stress related incontinence. In the encounter notes it mentions a previous MRI which had shown some facet arthrosis primarily at the l5-s1 level. The patient had the preoperative diagnosis of facet related pain secondary to l5-s1 segment; mild disk degeneration of l5-s1; and right lower extremity radiculitis. The patient underwent surgery that consisted of a minimally invasive right side approach, transforaminal interbody fusion; complete facetectomy of right side at l5-s1 segment with complete decompression of l5 and s1; subtotal discectomy of l5-s1 from right -sided approach; posterior lumbar interbody fusion, l5-s1; use of interbody spacer, capstone implant by medtronic, size 26 x 14 mm.; use of bone morphogenetic protein; use of autograft; posterolateral fusion, l5-s1; pedicle screw instrumentation using sextant system by medtronic, l5-s1. Per the operative report ¿¿.as the annulotomy was being performed the bone morphogenetic protein was mixed onto the two sponges using the small kit. The patient had adequate time, at least 20 minutes for the bmp to adhere to the sponges. A cinnamon roll type configuration was made with the drills. Bone was rolled up into sponges, one of which was placed in the center of the capstone implant, the other was placed in the anterior aspect of the disk space after the discectomy work was complete. The nerve roots were held out of the way and the implant was put into place with fluoroscopic views verifying acceptable alignment and the correct level. The patient had some fat harvested from the more superficial layers and the fat was placed over the exposed nerve roots and then remainder of the bone was put in place for posterolateral bone graft¿..¿ there were no patient complications noted. On (B)(6) 2007 the patient underwent post op fluoroscopic imaging which showed post op changes at l5-s1 consistent with fusion and no evidence of hardware failure. Ap and lateral s-rays showed no mal alignment of vertebral bodies and pedicle screws. On or about (B)(6) 2007, reportedly, the patient fell onto their buttocks and developed new pain down right leg. A CT myelogram scan, showed there was a possible compression around the s1 nerve root. On (B)(6) 20007 the patient was discharged from the hospital. On (B)(6) 2008 the patient presented with some spasms in the right leg but also significant pain relief in the right leg, on (B)(6) 2008 thepatient presented for an f/u after falling. X-rays showed good alignment and position of instrumentation. On (B)(6) 2008 the patient reported continued pain in the right buttocks with radiating pain and numbness down the right leg to the ankle. On (B)(6) 2008, reportedly, a CT myelogram showed evidence of filling defect at the s1 nerve root on the right side. On (B)(6) 2008 the patient reported they had been doing fairly well after the surgery until they fell at which time they had increased recurrent pain that radiated into the right leg to the dorsal aspect of the lateral aspect of the foot. The patient was on vicodin for pain. On (B)(6) 2008 the patient presented with continuing pain mainly in the right leg in the s1 distribution with some low back discomfort. There was subjective numbness in the s1 distribution on the right. The patient was occasionally taking tramadol and ibuprofen for pain management. Per the encounter notes the patient ¿may have some component of inflammation around her s1 nerve root.¿ the patient was to be given a medrol dosespak and ultram. On (B)(6) 2008 the patient underwent lab panels which demonstrated mild anemia. There was a note made on a questionable goiter. On (B)(6) 2008 the patient presented with leg pain and the preoperative diagnosis of right s1 radiculitis. The patient underwent surgery which consisted of removal of hardware, right l5-s1; exploration of l5 and s1 nerve roots with external neurolysis; use of autograft and actifuse bone graft; and right side replacement of hardware and revision of posterolateral fusion l5 s1. I should be noted that the CT scan showed no evidence of hardware impingement however the hardware was removed anyway as part of the exploration of the l5 and s1 nerve roots. Per the operative report ¿¿. It should also be noted that there was a significant amount of scar tissue around the l5-s1 interspace on the right.¿ the hardware was removed. It was difficult to say for sure if there was effusion at this level, but the screws were slightly loose in that they did not have much resistance for removing them. The dense scar was removed around the l5 and s1 nerve roots. No dural tear was created. The ventral aspect of the dural tube was also examined and found to be possibly adherent to the dural sac. All of these adhesions had external neurolysis performed. This procedure, due to the advanced scarring, was fairly involved and took at least two hours for the dissection to occur¿it took some time to dissect out the s1 and l5 nerve roots. The dense scar was removed in a piece-meal fashion, taking care to dissect carefully and avoid any csf leak. At several points, the thickened epidural circulation required bovie electrocautery in order to cut it, but the blood loss was not thought to be excessive. The area where the disc had been entered was identified and there was also evidence of some bone growing adjacent to the s1 nerve root, which may have caused some of her symptoms¿¿ instrumentation was removed and replaced. Ap and fluoroscopic imaging was utilized as needed for alignment and placement. (B)(6) 2008 lumbar spine x-rays were taken which showed vertebral bodies of normal height and appearance and appearance were similar to 6 months prior. On (B)(6) 2008 the patient underwent lumbar spine x-rays which showed vertebral bodies of normal heights and appearance. On (B)(6) 2008 the patient was discharged from hospital with a brace for walking. On (B)(6) 2008 the patient presented with improved leg pain but also complained of constipation. On (B)(6) 2008 the patient presented with fairly good right sided pain relief. The patient was on tylox x 2 a day. The surgical wound looked well healed. The patient was continuing to utilize their lumbar brace. On (B)(6) 2008 the patientpresented for a wound check which demonstrated good healing. Lumbar spine x-rays showed good alignment and position of hardware and spacer. On (B)(6) 2008 the patient presented with continuing back and leg pain. The patient was continuing to use their bone stimulator. The patient was on vicodin 1 per day. X-rays showed evidence of fusion mass at the l5-1 level and no hardware loosening. On (B)(6) 2008 the patient presented with low back pain and underwent a lumbar spine CT which showed no evidence of hardware failure; and a mild broad-based annular disc bulges at l4-l5 and l5-s1 with no evidence of nerve retracted. A lumbar spine rf 3 v showed no acute changes and no evidence of hardware failure. On (B)(6) 2008 the patient reportedly was involved in a mva and presented in ER with neck, wrist, and back pain. A CT scan of the lumbar spine showed some evidence of healing of the right posterolateral fusion and of the interbody fusion but the complete fusion was not in evidence. On (B)(6) 2008 the patient reported being in a mva 2 days prior with injury to neck and right wrist. There was some mild diffuse tenderness on the right wrist; mild tenderness in the lumbar region; increased pain and tingling down both legs; and back pain. Wrist x-rays were taken which showed no acute fracture. Assessment: sprain right wrist. X-rays of the lumbar spine showed good alignment and position. (B)(6) 2009 the patient presented with chronic back pain and underwent a lumbar CT which showed a previous interbody fusion and posterior pedicle screw fixation at l5-s1; partial right facetectomy; partial interbody fusion; well positioned pedicle screws, and no other significant abnormalities were noted. On (B)(6) 2009 the patient presented with low back pain which radiated into the lateral aspect of the right leg. The patient underwent a lumbar spine CT which showed mild right side foraminal narrowing, unchanged from (B)(6) 2008. The right l5 nerve root appeared mildly thickened and may have had contact with the inferior aspect of the right l4 pedicle screw. This was compatible with the patient's clinical symptoms. The patient also underwent a cervical myelogram which showed no definitive abnormality. On (B)(6) 2010 the patient presented with continued pain and numbness in both legs, right > than left. X-rays of the lumbar spine showedno change in position of hardware. A previous CT myelogram was noted as having shown evidence of an incomplete healing at the l5-s1 fusion and possible inferior cortical breach on the l5 pedicle on the right in the parasagittal views. On (B)(6) 2010 the patient reportedly underwent a CT myelogram (compared to (B)(6) 2009) which demonstrated a mild broad based disc bulge at the l4-5 level; central and right paracentral disc osteophyte complex noted at the l5-s1 level which appeared to abutt the right l5-s1 nerve root which appeared mildly hypertrophic in caliber/thickness. There was mild narrowing of the adjacent right l5-s1 neural foramen at the level lateral recess and a small tarlov cyst was noted at the right l5-s1 level. Assessment: interbody fusion rightl5-s1 with ectopic bone growth irritating the l5 and s1 nerve roots. On (B)(6) 2010 the patient complained of heaviness in their arms with activities of daily living; back pain with radiating into the right thigh; and some numbness and pain down to the dorsal aspect of the foot on the right. On (B)(6) 2011 the patient presented with continuing pain in the low back and aching pain in both legs ¿ with the main pain being down the right leg in the l5 distribution. The patient also complained of a burning sensation at the top of the right foot. The patient¿s gait was antalgic. On (B)(6) 2011 the patient requested a clarification on their impairment rating. Per the doctor's notes, the patient was rated as category 4-5 with a rating of 27% whole person impairment. ¿the patient would remain basically unable to work since she has chronic neuropathic pain in the l5 distribution.¿ on (B)(6) 2011 the patient presented with continuing l5 radiculitis on the left side. The patient was interested in a dorsal stimulator trial. On (B)(6) 2011 the patient presented with continued right sided l5 radiculitis secondary to ectopic bone regrowth around l5 nerve root. The patient received inter-laminar epidural injections. No patient complications were reported. On (B)(6) 2011 the patient reported some relief after the epidural injection in april however the patient still presented lower back pain with pain and tingling down right leg into the dorsal and lateral aspect of the foot. The patient was on hydrocodone. On (B)(6) 2011 the patient presented with pain in back radiating into the right leg to the dorsal aspect of the foot. The patient requested an epidural injection. On (B)(6) 2011 the patient presented with increasing discomfort and severe pain in back and down right leg. On (B)(6) 2011, (B)(6) 2012 and (B)(6) 2012 the patient presented with continued right sided l5 radiculitis secondary to ectopic bone regrowth around l5 nerve root. The patient received inter-laminar epidural injections. No patient complications were reported. On (B)(6) 2011 the patient presented with continued pain and weakness in the l5 distribution on the right side. On (B)(6) 2011 the patient presented with low back pain radiating into the right leg in the l5 distribution. The patient wanted to go ahead with a dorsal stimulator trial. The patient was reluctant at the time to try another surgery (decompression of l5 nerve root with hardware removal). On (B)(6) 2012 the patient presented with continued pain in the l5 distribution with both pain and numbness. The patient requested an epidural injection. On (B)(6) 2012 the patient presented with chest pain and underwent a chest x-ray which showed no evidence of acute disease. On (B)(6) 2012 the patient presented with low back pain and underwent a lumbar spine CT scan which demonstrated a progression of bony spur across the posterior disc margin at l5-s1 to the right with increased right foraminal stenosis and with right lateral recess stenosis, with postoperative changes from posterior fusion at l5-s1 again noted. On (B)(6) 2012 the patient presented with right side radiculitis. The patient reported that one week prior they had an episode where they had sudden pain and a feeling of weakness in the right leg but that it resolved in approx. An hour. On (B)(6) 2012 the patient presented with low back and leg pain and numbness in the bottom of the right foot. The patient also reported feeling significantly better after receiving an epidural injection. The patient was considering a neural stimulator trial and also revision surgery. The patient reported dizzy spells and wanted to be taken off of neurontin and to try lyrica. On (B)(6) 2012 the patient presented with worsening right leg pain and decreased sensation in the l5 distribution. The patient requested an epidural injection. Per the encounter notes, a previous scan had shown ectopic bone growth around the exiting l5 nerve root on the right side. The interbody fusion appeared to have fused. It should be noted that in the encounter notes it stated: ¿the patient will be unable to return to work until further notice. ¿ on (B)(6) 2012 the patient presented with pain and mentioned they were considering a possible revision decompression of the l5 nerve root. On (B)(6) 2012 presented with back pain with radiation into the right leg. On (B)(6) 2012 the patient presented with back and leg pain and reported some relief from an epidural the week before. Assessment: continued right sided l5 radiculitis secondary to ectopic bone growth growing around exiting nerve root at l5-s1 segment right side. On (B)(6) 2012 the patient presented with chronic back pain radiating in the l5 distribution into the right leg. The patient was considering undergoing surgery for a l5 nerve root revision. On (B)(6) 2013 the patient presented with back pain, radiculitis (right), and weakness (right leg) secondary to ectopic bone tissue around the right l5 nerve. The patient reported that they had decided not to have l5 nerve root revision.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.